Manufacturer narrative:
The device has not been returned to solventum for analysis. Solventum is unable to verify the leak, identify exact location and root cause without the sample. Based on the problem description, a likely cause is a y connector leak. Excessive handling or stress put on the y connector tubing connections can result in a leak. A review of the batch record showed this lot met all specification for product release and no deviations were found that could have caused or contributed to the reported malfunction. Solventum will continue to monitor.

Event description:
A user facility reported the 3m¿ ranger¿ blood/fluid warming high flow set leaked during priming with gravity at the bifurcation of the blood spike tubing. The tubing was not attached to a patient at the time of the reported event. No injuries or medical interventions were required due to the alleged malfunction.

Manufacturer narrative:
The sample was received for analysis, however the section of the tubing with the y connector was not returned with the sample; therefore, the leak could not be confirmed. Solventum will continue to monitor.